Manufacturer narrative:
A product investigation was conducted. Visual inspection: the xpdm quick-con si poly scwdrvr (part #: 279734000 and lot #:mi80164) was received at us cq. The distal tip of the device was broken, and the broken pieces were not returned. The complaint condition of broken 2+ pieces could be confirmed as tip was broken off. However, the broken tip was not provided. Dimensional inspection: since the distal tip has completely broken off, shaft diameter just proximal to breakage was measured, per relevant drawing. Measured dimensions: shaft diameter = conforming. Document/specification review: the relevant current and manufactured revisions were reviewed. Conclusion: the complaint was confirmed for viper universal poly driver (part #: 279734000 and lot #:mi80164) as the tip of the device was broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi80164 was released in a single batch. Batch1: lot units were released on 07 oct 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy spine reports an event in (B)(6) as follows: it was reported that during an inspection at the sterilization department it was noticed that the tips of the drivers are damaged. There was no patient involvement. During manufacturer's investigation of the returned device it was identified that the distal tip of the device was broken, and the broken pieces were not returned. This report is for one (1) viper system polyaxial screw driver t20. This is report 2 of 3 for complaint (B)(4).